Event description:
I was prescribed a holter monitor by my cardiologist, on (B)(6) 2026. I let them know I have an allergy to adhesives and have had hives the past 2 holter monitors I have had, but they insisted. They said they would just put it on for me before I left the office so, I didn't have to touch it with my hands. They put on the zio holter monitor by irhythm and instructed me to wear it for 14 days. The following night, friday night, it was starting to itch. It was difficult to sleep. Saturday, I took benadryl and went about my day. That night, it was nearly unbearable. It was so itchy and painful, red, and inflamed. I called my cardiologist monday morning and left a message. I was able to get in touch with them that evening and they instructed me to take off the zio monitor. It is tuesday now, and I have super dark, painful, itchy chemical burns. The hives cleared up almost right away after removing the patch yesterday and showering, but the inflamed red marks where the patch was still there, still itchy, and still painful. To test / evaluate where my first (inappropriate sinus tachycardia) is at right now.